Event description:
It was reported by the surgeon that a 79-year-old patient with two total hip replacements in the background, one of which with altrx linear took place on (B)(6) 2016 on her left hip, showed up for a visit on (B)(6) 2022 and complained that she was feeling pain and squeaking from her left hip joint for about a week. She reported that it appeared suddenly without any trauma-injury. On examination, there was a limp and "squeaking" from the patients left hip. Local sensitivity at hip movement. The surgeon reported that on the x-ray it appears as a breakage of the polyethylene with an eccentricity of the head. It was further reported that in a visit dated on (B)(6) 2022. There was no functional limitation and correct positioning of the implants on an x ray. The surgeon recommended a revision of the left hip liner and during revision to examine if the acetabular component is intact

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device, photo and x-ray evidence found that the femoral head has a considerable worn appearance due to material transfer from the inner surface of the acetabular cup a result of the cup-liner disassociation. It is nor unreasonable to conclude that audible sound was present due to the unintended interaction between the cup and the femoral head. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.